Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously elevated troponin (accu tni) result that was generated by the access 2 instrument for a single pt sample. A pt sample was tested for accu tni and a result of 3.61ng/ml was obtained. The sample was tested on a different instrument in the customer's lab for accu tni and result was 0.09ng/ml. The customer then retested the sample on the access 2 instrument and repeated result was 0.08ng/ml. The results were reported out of the lab. The customer did not receive any report of pt injury requiring medical intervention or change to pt treatment attributed or connected to this event.

Manufacturer narrative:
Qc is run every 12 hours and was within specs on the date of the event. A system check performed in 2008, passed. The specimen was collected in a lithium heparin tube with gel and was centrifuged at 3,000 rpm for 4 minutes. The specimen was sampled from 0.5ml sample cups. A field service engineer (fse) was dispatched to the customer lab: the fse inspected the instrument and discovered that the captive screws holding the vacuum pump to the wash block were not as tight as they should be. The fse replaced the o-ring between the pump and the wash block and tightened the screws. The fse primed the wash pump without errors. The fse performed instrument verification procedure and results met published performance specs. Hardware issues addressed by the fse may have contributed to this event. A malfunction will be assumed for the purpose of this report.